Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The rep reported that there was difficulty accessing the pump reservoir on (B)(6) 2016 and they thought the pump may be flipped. No symptoms were reported. Follow-up was conducted for the intrathecal drug information (name, lot number, concentration, daily dose, and therapy start and end dates), other medications that the patient was taking at the time of the event, the patient's pertinent medical history, troubleshooting performed in relation to the difficulty accessing the pump reservoir and possible flip, actions/interventions taken in relation to the event, and the cause of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.